Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 7119078.

Event description:
It was reported that patient was experiencing ineffective therapy. As a result, the patient's system was explanted on (B)(6) 2023 to address the issue. It is unknown which lead caused ineffective therapy.